Manufacturer narrative:
Continuation of concomitant products: product ID 978a128 lot# va2ddzg serial# unk implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called healthcare provider (hcp) office reporting pain down her leg that was uncomfortable. For the first two weeks she had comfortable stimulation in vaginal area. The hcp took a x-ray that showed the lead had moved. Patient did not report any external incident. The lead was replaced. No further complications were reported.